Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that the low energy shock impedance was out-of-range and the device was beeping. The pulse generator has a battery status at end-of-life. The doctor stated that the plan is not to replace the device. Technical services advised options for the beeper feature. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The no problem detected investigation conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Event description:
It was reported that the low energy shock impedance was out-of-range and the device was beeping. The pulse generator has a battery status at end-of-life. The doctor stated that the plan is not to replace the device. Technical services advised options for the beeper feature. There were no adverse patient effects. The system remains implanted.